Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt fell down some stairs at home (presumably due to a seizure), broke his neck, and subsequently died. The pt was found unresponsive at the bottom of the staircase by a family member with obvious trauma to the head and face. A review of available device programming history data (from time of implant surgery to approx 8 months before date of death) did not reveal any anomalies. The device was not explanted prior to burial. The pt experienced a >25% reduction in seizures with the vns therapy and was receiving therapy at the time of death. The pt was last seen by treating physician approx two months to date of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Treating physician indicated that it was unk whether the vns therapy system was related to the reported event.